Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock lead impedances measuring greater than 125 ohms on a non-boston scientific right ventricular (rv) lead. Technical services was consulted and provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.